Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing and inappropriate high voltage therapy during atrial fibrillation. Device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.